Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
After primary surgery, patient dislocated and had closed reduction. Patient stated he then started to feel subluxation of his hip so surgeon decided to revise. During revision his ligaments and capsule were detached from origin. Surgeon decided to replace head and liner.

Manufacturer narrative:
An event regarding dislocation and subluxation involving an trident liner was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
After primary surgery, patient dislocated and had closed reduction. Patient stated he then started to feel subluxation of his hip so surgeon decided to revise. During revision his ligaments and capsule were detached from origin. Surgeon decided to replaced head and liner.